Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt2815/8491465). On the same day, occlusion of the left iliac artery was revealed. A right femoral-left femoral artery bypass procedure was performed to treat the occlusion of the left iliac artery. On (B)(6) 2010, in a follow-up study, blood flow to the left extremity was recovered. Aneurysm diameter was 50 mm. In three follow-up studies performed, no adverse events were revealed. Aneurysm diameter had shrunk to 43 mm.